Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump had a partial display anomaly. The patient's blood glucose at the time of incident was 231 mg/dl. Troubleshooting confirmed that the device was bumped or dropped. The partial display anomaly persisted after the battery change. A self test was completed with no missing segments. However, the insulin pump will be returned and replaced.